Event description:
It was reported that the patient dislocated and was revised

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.